Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd administration set, under infused the drug vancomycin. It was reported the infusion stopped part way through the dose. Per reporter volume was 750, stop volume 93.9, measured volume 162 and the calculated under infusion was 10.4 percent. No additional information is available at this time.